Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6)2019. The patient stated she saw her physician on (B)(6)2019, who treated her with hydrocortisone (steroid) for skin irritation and instructed her to request hypoallergenic sensors. No additional patient or event information is available.